Event description:
It was reported that there was a possible implantable neurostimulator (ins) rejection. It was noted that actions required as a result of this event included replacement. It was noted that the product issue was resolved. It was further noted that bacteriological analysis was to be performed by the hospital to better evaluate this occurrence. It was noted that the patient¿s status at the time of this report was alive with injury. It was noted details of the injury included ¿extrusion of the ins.¿ it was noted that symptoms included drainage and incisional wound opening, erosion, and redness at the device pocket. It was noted that the patient¿s medical history included that the previous system was revised. It was noted that the ins was re-implanted in opposite subclavicular and posteriorly implanted in abdominal pocket. It was noted that the patient had already re-implanted the ins from the subclavicular pocket to abdominal pocket. Additional information received reported that the results of the culture were yet to be determined. It was noted that the patient outcome was ok. It was noted that the ins was replaced and already activated.

Manufacturer narrative:
(B)(4).